Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was noted to have an insulation breach during a procedure in which the plasmablade was utilized. The lead tested normal prior to being connected, however after being connected capture was inconsistent and there were periods with no pacing. The lead was partially ex-planted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.